Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a low reservoir alarm from the insulin pump. The customer did not want to troubleshoot as the reservoir was full.

Manufacturer narrative:
Additional information which was not disclosed with the initial medwatch report has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose and insulin pump alarmed low reservoir. The customer's blood glucose was 28mmol/l. In the initial call, the customer was unable to troubleshoot due to not feeling well. Then, the customer's doctor called back and wants to check insulin pump with the customer. The customer was treated with intra veneuse, which cause the blood glucose down to 5.8mmol/l. During troubleshooting the customer stated, he changed the infusion set in the hospital. Customer stated he received a low reservoir when his reservoir is full. The customer stated he wants the insulin pump replaced and no longer wants to troubleshoot. Had customer check the reservoir setting and it was at 20 units and customer stated it alarmed low reservoir. Advised the customer the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.